Event description:
A report was received that the patient's battery was too superficial. The patient underwent a pocket revision wherein the ipg was buried deeper. The patient was reportedly doing well after the procedure.